Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
Customer called regarding button error alarm and informed that her blood glucose is high is 306 mg/dl. Customer stated that the insulin pump is not letting her do anything, and stated that she is going to the hospital to get a manual injection. No further info was provided.